Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that physician tried to reposition an atrial lead multiple times during an implantation surgery due to poor sensing and unacceptable capture threshold measurements. After multiple repositioning attempts it was found that the helix could not be fully extended, and it would spring back after placement. The lead was replaced and the procedure was successfully completed. Patient had no symptoms and was stable after the procedure.

Manufacturer narrative:
Additional information: d10, h3, h6. Analysis was normal. No anomalies were found.